Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. Stryker identified the magnet retainer tabs were damaged, which cause the magnet to dislodged. Stryker further determined the root cause was due to user misused. The customer receive a replacement lid and magnet. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.